Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code 833-114 / batch 74c1902282 that can be related to the failure mode reported. Refer to attach. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility is not being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
During sacrospinous fixation after triggering the capio and when the doctor dragged the suture the suture tore suddenly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During sacrospinous fixation after triggering the capio and when the doctor dragged the suture the suture tore suddenly.